Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this innova vascular stent system was inspected for damage. Visual examination revealed a kink to the sheath at the nosecone. The stent was partially deployed 2mm from the distal end of the middle sheath and was damaged. Microscopic examination revealed no additional damages. The thumbwheel lock and pull rack were still in the manufactured position. Inspection of the remainder of the device, revealed no other damage or irregularities. Product analysis found damage to the device that may have contributed to the premature deployment.

Event description:
It was reported that this device was difficult to cross the vessel and prematurely deployed. This 6 x 150 x 130 innova vascular stent system was selected for use in a stent placement procedure. The device was able to be passed through a 6 fr sheath but would not pass the popliteal vessel. The device was removed, and it was noted that part of the stent was protruding out. The procedure was completed with another of the same device. There were no patient complications.

Event description:
It was reported that this device was difficult to cross the vessel and prematurely deployed. This 6 x 150 x 130 innova vascular stent system was selected for use in a stent placement procedure. The device was able to be passed through a 6 fr sheath but would not pass the popliteal vessel. The device was removed, and it was noted that part of the stent was protruding out. The procedure was completed with another of the same device. There were no patient complications.